Event description:
It was reported that during a coronary stent procedure of a pre dilated calcified and moderately angled lesion, the physician experienced difficulty crossing the lesion. Some resistance was encountered during retraction through the 6f guide catheter. Another manufacture's stent was used to successfully complete the procedure. No pt injuries or complications occurred.